Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm. No unexpected restart error alarm anomalies noted. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 150 mg/dl at the time of incident. Customer's mother stated that the alarm occurs every battery change. Advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.